Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the last 4-6 weeks the customer received multiple cartridge error messages while attempting to load multiple cartridges. In addition, while attempting to change the cartridge a malfunction alarm occurred. The customer's blood glucose was reported on (B)(6) 2016 to be 226 (mg/dl). The customer delivered a manual injection. It was indicated that the customer would use manual injections as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.